Event description:
It was reported that the system was intermittently not booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software version 7.0.59 and profiles and calibration files were reloaded. Reseated all cables and connections. The system was tested and found to be working as intended and returned to service.